Manufacturer narrative:
The following devices were also listed in this report: triathlon asymmetric x3 patella; cat# 5551-g-320; lot# v6hj; triathlon cr fem comp #4 l-cem; cat# 5510f401; lot# ear3y; triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# imtnd. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available, it will be reported in a supplemental report upon completion of the investigation. Device not returned to the manufacturer.

Event description:
Patient fell and has pain. Surgeon removed primary triathlon and implanted triathlon ts. Stable knee. No complications.